Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported "system failure 54" issue. However, the fse was able to verify the error in the iabp¿s diagnostic error log. However, the fse replaced the solenoid driver board and the drive manifold and performed full functional, safety and calibration testing to factory specifications. The customer allowed the iabp to run for a day and no errors occurred. The iabp was then released to the customer for return to clinical service.

Event description:
The customer reported that prior to use on a patient, the cs100 intra-aortic balloon pump (iabp) generated a "system failure 54". It was also reported that this was the second time this iabp has experienced the failure after recall 118 has been performed. No adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported "system failure 54" issue. However, the fse was able to verify the error in the iabp¿s diagnostic error log, and replaced the solenoid driver board and the drive manifold as a precautionary measure. Full functional, safety and calibration testing to factory specifications were performed, and the customer allowed the iabp to run for a day and no errors occurred. The iabp was then released to the customer for return to clinical service. Corrected fields: (method and evaluation result codes),(2nd paragraph of mfg narrative was inaccurately reported).

Event description:
The customer reported that prior to use on a patient, the cs100 intra-aortic balloon pump (iabp) generated a "system failure 54". It was also reported that this was the second time this iabp has experienced the failure after recall 118 has been performed. No adverse event was reported.